Manufacturer narrative:
There was no button error alarm. Intermittent button response was due to moisture damage keypad trace. Scratched lcd window, cracked display window corners, battery tube threads cracked, and cracked reservoir tube lip were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 400mg/dl. The customer treated with manual injection. The customer's pump was not working so troubleshoot for the high was not able to be conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.